Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Correction: f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated would be able to reach out to their bard rep and find out what happened with the bard cathers ref # (B)(4). All silicone latex free. Also was it possible to get them with a 30cc balloon. They don't know if they have problems with their new silastic fr. 16 catheters 5cc ribbed balloon, but they were changing catheters every day to 2 residents. It's 3 days in a row. Flushing was fine, no resistance but does not drain urine well. Residents kept on bypassing. When they take the catheters out there were no obstruction in the catheter tips.

Event description:
It was reported that the customer stated would be able to reach out to their bard rep and find out what happened with the bard cathers ref # (B)(4). All silicone latex free. Also was it possible to get them with a 30cc balloon. They don't know if they have problems with their new silastic fr. 16 catheters 5cc ribbed balloon, but they were changing catheters every day to 2 residents. It's 3 days in a row. Flushing was fine, no resistance but does not drain urine well. Residents kept on bypassing. When they take the catheters out there were no obstruction in the catheter tips.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.